Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported experiencing hyperglycemia with bg (blood glucose) 384¿394 mg/dl while using the ilet bionic pancreas. An insulin occlusion was identified and resolved after a cartridge change. Bg returned to 158 mg/dl, and no hospitalization or long-term effects were reported.